Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an interventional procedure. The vessel locator was not secure and the clip was deployed in the subcutaneous tissue. The device was removed, and hemostasis was achieved with manual compression. There were no pt consequence. No additional info is available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.